Manufacturer narrative:
Investigation: no samples (including photos) were returned as of 3 april 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9273004. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that the plunger is difficult to move during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported that the customer is having difficulty to move the plunger.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger is difficult to move during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported that the customer is having difficulty to move the plunger.